Manufacturer narrative:
Concomitant medical products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2006. Product type: extension: product ID 3889-28, lot# j0443926v, implanted: (B)(6) 2004, explanted: (B)(6) 2006. Product type: lead: product ID 3031a, serial# (B)(4), implanted: (B)(6) 2003. Product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s previous implant was removed following a fall. The patient decided to try the implant again in (B)(6) 2013.